Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the insertion of 5.0mm titanium dual-core locking screw the head broke off through an unknown tibia nail. The surgeon was not concerned about retrieving the entire screw and left the screw in. The screw head was retrieved and discarded. Procedure was successfully completed. Without any surgical delay. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: unknown) . Unk - nails: tibial (part# unknown; lot# unknown; quantity: unknown) . This report is for one (1) 5.0mm ti dual core lckng screw t25 strdrv 37mm f/im nail-ste. This is report 1 of 1 for complaint (B)(4).